Event description:
As reported from the journal article "aortic root injury following tavr: when plugging the hole can save the day and the patient" from switzerland, an 86-year-old woman was referred for a transcatheter aortic valve replacement (tavr) because of severe bicuspid aortic stenosis. A pre-procedural cardiac computed tomography was performed revealing an annular area of 575 mm2 and a calcified raphe. The patient underwent the tavr procedure with a 29 mm sapien 3 valve. The valve was implanted without a pre-dilation performed. Post valve implantation, rapid diastolic hypotension (38 mmhg) was observed. A root injection revealed a potential aortic injury. Subsequently, a transesophageal echocardiogram (tee) was performed confirming an aortic root injury with a large shunt toward the right ventricular outflow tract (rvot) causing hemodynamic instability. A percutaneous closure was attempted by accessing the fistula through the open top cell of the 29 mm sapien 3 valve. A 12 mm amplatzer ventricular septal defect (vsd) occluder was deployed through the right sinus of valsalva and rvot. Another tee was performed, and the tee confirmed shunt resolution without occluder-leaflet interaction. Approximately 6 months post tavr procedure, the patient was noted to be stable, and a transthoracic echocardiogram (tte) was performed confirming the absence of a residual fistula.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a root cause was unable to be determined at this time, the event may be due to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.